Event description:
Ventilator alarms read "inop", "safety valve open". Ventilator would not cycle. Pt placed on different ventilator without incident. Diagnostic log failure codes: lp0112. MFR replaced breathing device cpus and installed software level "l".